Event description:
Explant surgery. I was told in (B)(6) I had saline smooth but my surgeon removed textured mcghan recalled implants. I have suffered from the moment I implanted with symptoms but told it couldn't be my implants. Since explant- my chronic back/neck issues diagnosed with osteoporosis/arthritis/migraines to name a few- all gone. I can take deep breathes, & breathe thru my nose. Haven't had to take allergy meds since explant- unexplained rashes & lip swelling- gone. No more panic attacks/anxiety. I was told there were no side effects, yet I had no record of what was acutely put inside of my body- was lied to about what was being put in- recalled implants but I never received any notice of this. So not registered or tracked. If I had known the risks-side effects, I never would have got them. It's been less than 3 weeks since I got them out & I feel better than I have in years even though I'm recovering from surgery. FDA safety report ID# (B)(4).